Manufacturer narrative:
The technician found the bed exit tape switches were not responding. He replaced the bed exit tape switches to repair the bed.

Event description:
Info received indicates the bed exit is not alarming.